Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the pacemaker failed to capture and the r wave sensing amplitude was less than 2v. The reported device was not implanted and an alternative device was installed on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott's investigation. The reported events of failure to capture and r wave sensing anomaly were not confirmed. As received, a device was returned for analysis. Electrical and mechanical analysis and longevity assessment did not identify any anomalies.